Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation found no indication of a causal relationship between the product and the patient event. Clinical review of the medical records revealed no documentation supporting a possible association between fresenius peritoneal dialysis products and the event of peritonitis. However, there is probable association between breaking the sterile pathway of pd therapy and peritonitis.

Event description:
During follow-up with the patient's nurse she stated that the episode of peritonitis was due to contamination where the patient did not practice aseptic technique.

Manufacturer narrative:
(B)(4). Medical records have been received and a follow-up report will be submitted upon completion of the clinical investigation and the manufacturer's investigation of the complaint device accordingly.

Event description:
A peritoneal dialysis clinic manager reported a peritoneal dialysis (pd) patient developed peritonitis due to poor aseptic technique. The patient was treated with 1 gram of vancomycin every three days ip for two weeks.